Event description:
It was reported the devices were used during an unk procedure. It was reported by the affiliate that after inserting the trocar two or three times, the sleeves broke. There was no pt consequence.

Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, bc)conforming; desufflation lever condition, abc)conforming; inner gasket condition, abc)conforming; latch condition, bc)conforming; obturator condition, bc)nonconforming; outer gasket condition; ab)torn,c)conf; reset button condition, bc)conforming; sleeve condition, a)nonconf,bc)conf; stopcock condition, abc)conforming and trocar condition, abc)conforming. Functional tests & results: flapper door functional, abc)conforming. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, no conclusion could be reached as to how the reported "sleeves broke" during surgery occurred. Two sleeves were rec'd and separated retainer caps. The caps appeared to have been pried off, as indicated by broken weld posts in the obturator handle. The sleeves were rec'd complete, the handles were missing several springs. Sleeve (a) was rec'd complete with several stress cracks on the retainer cap and housing. The sleeve appeared to have been abraded by an abrasive material. No conclusion could be reached as to how this abrading had occurred. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.